Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unknown reason. All the components but the reservoir were removed, deactivation plug was used for the remaining reservoir. No items were implanted. No information about the patient's outcome was provided. Additional information received. The ipp was removed due to the patient no longer wanted the device as he experienced pain. There was no device malfunction.